Manufacturer narrative:
The boomerang device was not returned to the MFR for eval. It was reported the prod performed as intended per IFU. There was no prod problem reported and there was no association with the incident to the boomerang device. Additionally, review of the device history lot record did not reveal any issues or observations that may have contributed to the reported event. It appears the elevation in blood pressure may have prevented good hemostasis from being achieved and the hole made in the artery by the sheath re-bled and formed a pseudoaneurysm.

Event description:
A diagnostic peripheral procedure was performed in 2007 on a female pt (pt) with pvd. A 5 fr 10 cm sheath was placed in the right common femoral artery (rcfa) and plavix was administered. Upon completion of the procedure, a boomerang catalyst wire (bcw) was inserted and deployed through the indwelling sheath without problem. Temporary tamponade of the arterial access site was successfully achieved; evidenced by no oozing noted. Pt blood pressure started to elevate and physician elected to pull the bcw. 20 mg labatalol was administered. The boomerang was removed without problem; then manual compression was applied to the arteriotomy site until hemostasis was achieved. Following manual compression application of a small hematoma started to form. Ultimately, a pseudoaneurysm was confirmed and thrombin injection was administered under us. Pt was admitted overnight for observations. No further intervention was required. Pt was discharged without sequelae.